Manufacturer narrative:
Abutment was discarded. However, the investigation of other complaints with similar abutments that were fractured concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Manufacturer narrative:
Product was discarded and will not be returned for evaluation. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem ((B)(4)) and evaluation conclusion: design deficiency ((B)(4)).

Event description:
Fractured in mouth after placing. Abutment broke into pieces and was discarded. No patient injury.